Manufacturer narrative:
We are waiting for the component that seems to be related to this event to be returned. As soon as the components arrive, we will perform an analysis to identify the cause. This event has also been reported by medical institutions to the FDA as ref. No. Mw 5094571.

Event description:
The x-ray condition (mas) changed without any operation. It has not been reported that x-ray images were taken in the post-change x-ray condition.